Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the suction was not operating as designed. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was isolated to the seventy degree suction documented in MDR 1723170-2019-04030.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the 70 degree suction was disposed of by the account. No further information was available.